Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that a month after the dental implant and temporary were placed in ada site 19, the implant had not yet achieved osseointegration. Clinician reports peri-implantitis, poor bone quality/quantity, bio-mechanical overload, mobility, inflammation and bone loss.. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate implant and immediate load were performed.

Event description:
The clinician reported that a month after the dental implant and temporary were placed in ada site 19, the implant had not yet achieved osseointegration. Clinician reports peri-implantitis, poor bone quality/quantity, bio-mechanical overload, mobility, inflammation and bone loss. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.